Event description:
The customer reported that the system had poor image quality with dark unusable images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitors, power supply, image intensifier, video controller board, and the distribution board were replaced during the service call. The system was tested and found to be working as intended and put back into service.